Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The ccc specialist reviewed the instrument files. The quality controls were in range. The customer performed trouble shooting. The probe cycles were checked and the reagent 2 probe tip required replacement. The reagent 1 and reagent 2 drains were cleaned during the monthly maintenance performed on 21-aug-2018. The ccc specialist suggested that the customer replace the photometer source lamp. The lamp readings in diagnostics and the values indicated the source lamp was weak and was beginning to fail. The potential cause of the discordant, (B)(6) result may have been a failing lamp. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
A discordant, (B)(6) result was obtained on a patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s), who questioned the result. The sample was repeated twice on the same instrument and was resulting lower. The second repeat result of (B)(6) was reported to the physician(s) as a correct result. There are no reports of patient intervention or adverse health consequences due to the discordant, (B)(6) result.